Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that does not function. This condition was found in the biomed department. This had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump that was not functioning was confirmed during product evaluation. The root cause of the reported problem was determined to be blown main fuses. Appropriate action was taken to correct the reported problem by replacing the main fuses. A service history review found that the device has not been previously sent into service for the reported condition.